Event description:
The pt had a large abscess develop between the tissue and mucosa nine weeks post-op. The doctor removed the abscess and the tissue which remained intact. He did not place another piece of tissue. He did not think the tissue caused the abscess however, he was concerned that the abscess was there so long post-op. The doctor used interlocking sutures on the initial procedure.